Manufacturer narrative:
On inspection it was noted the following: distal tip is damaged, lens is scratched and loose, debris is under the lens. The cause cannot of the failure cannot be confirmed due to insufficient evidence. The most likely cause of the failure is handling use error. Complaint is confirmed.

Event description:
On 6/13/2023, it was reported by a facility representative via sems that an ar-3352-5531 scope has no picture. It was involved in a case. Patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.